Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had encountered fatal error. A field service engineer (fse) cleaned out the c drive and reconfigured the database. After completing the setup, the fse tested the system using the hardware test application (hta), and the test passed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system had encountered fatal error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were delay and no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had encountered fatal error. A field service engineer (fse) cleaned out the c drive and reconfigured the database. After completing the setup, the fse tested the system using the hardware test application (hta), and the test passed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system had encountered fatal error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were delay and no adverse events or injuries reported based on this event.